Event description:
There was no pt involved in this event. This device was reported by the customer because the device serial number was within the scope of the recall ((B)(4)). The customer wished for the device to be checked and tested.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to specification up to (B)(6) 2011. The info obtained from the device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius / 32f to 122f). Investigation did not confirm a fault with the device or any component in the device and the device was proven to perform to specification. The device was replaced to maintain customer confidence. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.